Event description:
Additional information from the consumer reported the bladder device was not working for her. She had to change the program 3 times and readjust the program higher- activity level change. The patient did not know what led to the issue. To resolve the issue, she called the manufacturer and they walked her though the steps to change the device for frequent urination.

Manufacturer narrative:
Product ID 3889-28, lot# va0qqn2, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The patient reported a frequency of urination and thought she needed to increase stimulation. She requested help with her patient programmer (pp) to increase stimulation. Therapy was on. She was able to synchronize with the pp and increase from 0.9 volts to 1.0 volts on program 3. She had been set on program 3 at 0.9 volts since being implanted. Additional information received from the patient the following day reported that the issue was not resolved. She was still having frequent urination. The patient then increased to 1.7 volts and confirmed feeling stimulation in her vagina. Additional information received from the patient on 2015 (B)(6) reported that she was feeling stimulation and it was too high. She was not getting therapeutic relief. Her doctor increased stimulation to 1.9 volts and was still having problems. She then saw her doctor last thursday and the patient changed stimulation to 1.6 volts. It looked like she had an irritation down there. The patient clarified by saying it felt like stimulation was too high so she lowered it and was still experiencing frequent urination. She was unsure if she had a urinary infection. She was having more problems with this device than her device in 2010. The device was then stated to never have worked since implant. She couldn't go out as she would urinate. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. This event will be updated if additional information is received.